Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. No evidence was found that would result in the cannula dislodging; a root cause could not be determined. No other defects or deficiencies were found that would result in failure of the device to deliver insulin.

Manufacturer narrative:
The device was received and is pending investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Checking your blood glucose chapter 4 / page 36. Warnings: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warnings: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 326 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the cannula dislodged from the infusion site (arm). When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a correction bolus was delivered and a new pod was applied after the event.